Manufacturer narrative:
Additional information was requested, but not yet received.

Event description:
It was reported, that the patient's tricuspid regurgitation was exacerbated by the leadless pacemaker. The device was retrieved. And a new transvenous pacemaker system was implanted. The patient was in stable condition.